Event description:
It was reported that a pt underwent a total vaginal hysterectomy and tvt procedure under low spinal anesthesia. The procedure was uneventful. Immediately following the procedure pt complained of groin pain and unilateral weakness. Pt was discharged with a walker. The pt had a neurological consultation and was placed on neurontin. In 07/2001 the physician spoke with the pt and was informed that they have improved significantly. Physician is unsure why the complication occurred.